Event description:
Clinical events committee adjudicated that an acute stent thrombosis occurred on the same day as the index procedure.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug stent implanted to the proximal rca and one endeavor sprint rx drug stent implanted to the mid rca. During implantation of the stent to the proximal rca a type a dissection occurred. Approximately 10 minutes post procedure the patient suffered chest pain and a myocardial infarction (mi) was confirmed. Re-ptca of the target vessel was performed and another endeavor sprint rx drug-eluting stent was implanted. The reported mi was related to the target vessel. The investigator indicated that the reported events were unrelated to the study device. Ref: 9612164-2012-00129 <(>&<)> 9612164-2012-00130.

Event description:
It was confirmed that only one endeavor sprint drug-eluting stent was implanted during the index procedure with a second endeavor sprint drug-eluting stent implanted during the revascularization. It was reported that 21 months post index procedure, the patient expired due to sepsis and pneumonia. Investigator assessed that the event was not related to the procedure or study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). (B)(4).